Event description:
It was reported that the patient experienced a shocking sensation in the pocket area when a superior vena cava (svc) alert for high impedance was triggered for the right ventricular (rv) lead. Follow-up provided no further information regarding the patient's reported symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.